Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Insulation damage was noted at 25.0-27.0cm from the connector pin, consistent with clavicle crush damage. The etfe coating was intact at this location.